Event description:
This event was captured based on literature review. It was reported that a single-center non-randomized study identified a total of 802 patients with chronic total occlusion (cto), of which 273 received either unspecified xience v stents or unspecified promus stents between 2003 to 2010. Clinical outcomes were as follows: 30 patients with in-stent restenosis/reocclusion; 31 patients with target cto vessel revascularization; 1 patient with myocardial infarction; 3 patients with cardiovascular death; 34 patients with major adverse cardiovascular event (including tvr, nonfatal mi, cardiovascular death); no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated. There were no reported product deficiencies. Death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The xience v device is being filed under a separate medwatch report. The additional adverse patient effects are being filed under a separate medwatch report. Attachment: article, predictors of reocclusion after successful drug-eluting stent supported percutaneous coronary intervention of chronic total occlusion.